Event description:
On (B)(6) 2011, this pt underwent endovascular treatment for an abdominal aortic aneurysm measuring 60mm in diameter, and was implanted with gore excluder endoprostheses, featuring the c3 delivery system. The pt tolerated the procedure. On (B)(6) 2013, the pt underwent re-intervention for a type ii endoleak. Embolization was attempted but was unable to be performed due to poor access.

Manufacturer narrative:
The gore excluder aaa endoprosthesis instructions for use states: type ii endoleaks are defined as retrograde flow through patent collateral vessels into the perigraft spaces (i.e., aneurysmal sac), which have been excluded by thoracic or abdominal endograft placement. A type ii endoleak can originate from any of the aortic branch vessels, including but not limited to; intercostal, left subclavian, pharyngeal, lumbar, inferior mesenteric, hypogastric, sacral, gonadal, or accessory renal arteries user are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.